Event description:
In early 2009, a vistakon sales rep received info from an eye care professional's office (ecp's) reporting that one of their pts had experienced a corneal ulcer while wearing acuvue oasys contact lenses. The pt was fit in oasys lenses in 2008. The prescribing ecp referred the pt to ophthalmologist. Vistakon received faxed notes from the treating ophthalmologist's office stating that pt presented the following month, complaining of od redness, tearing, pain, light sensitivity and foreign body sensation. Slit lamp exam od revealed two peripheral corneal infiltrates and edema, 1+ cells with flare in the anterior chamber; corrected vision 20/25-. The pt was treated with iquix every 1/2 hr x8, then every 1hr x2days then qid. The report stated that the pt returned to the clinic four days later, feeling much better and "k ulcer better". The ophthalmologists office stated the ulcer was not infectious in nature. Slit lamp was negative cells, flare and edema. Corrected vision 20/20-. Lens care solution type, wear and replacement schedules at the time of the event are unk. The pt returned to the ecp the following month. Slit lamp exam revealed a peripheral scar od, no meds given. Pt was fit with acuvue 2 at that time. The pt was instructed to use clearcare solution and placed on a 2-week replacement schedule. The pt has returned to lens wear. Four sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet co standards for base curve, center thickness and diameter. No other visual attributes were observed. The solution was also tested. The ph was within spec, but there was not enough solution to test conductivity. The batch record did not show any abnormalities in monomer testing. All parameters tested were within spec. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly mgmt review meetings.

Manufacturer narrative:
A device from the same lot of the actual device involved in incident was evaluated.